Event description:
Pt was admitted in the hospital. Patient was not in the hospital due to the meter readings. The patient did report blood glucose results of 475mg/dl and a 371 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.